Event description:
It was reported that the pt expired; cause of death was unk. The pump and catheter were explanted and returned to the MFR for analysis. The medications being delivered via the device system were clonidine, and hydromorphone.

Manufacturer narrative:
(B)(4). Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 409 mg/dl, 279 mg/dl, 173 mg/dl, and 177 mg/dl. Readings of 409 mg/dl and 279 mg/dl were taken with strip lot number 207255. Readings of 173 mg/dl and 177 mg/dl were taken with strip lot number 20726741. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, strips from lot 207255 will not be returned. Replacement was sent.

Manufacturer narrative:
This medwatch is for compact plus strips 207255. (B)(4). Will not be returned to manufacturer.